Event description:
A customer reported to beckman coulter (bec) that the coulter hmx hematology analyzer leaked approximately 30ml of diluent. The leak was from the right side of the instrument and was not contained within the instrument. The instrument did not generate any error messages. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material data safety sheet (msds), but has an exposure control plan at the facility. There were no erroneous results generated in connection with the event. Bec field service engineer (fse) indicated that there was a clenz (cleaning agent) leak from bottom of the instrument. The fse replaced tubing at sweep flow foam trap chamber and resolved the leak. The fse verified the service activity performed per established procedures and the results met the performance specifications.

Manufacturer narrative:
(B)(4).